Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown. Two unused samples were received. The two returned samples were evaluated in parallel with a retained sample. Evaluation of the samples found no objective evidence of any manufacturing defect and were within specifications. The batch record was reviewed, finding no objective evidence of discrepancies related to the complaint issue.

Event description:
The report received from the healthcare professional, stated that; according to nurses and physicians, the following side effects have been observed at 3 weeks: on removal of the product there are skin lesions, even with young patients with vital skin conditions. Mainly hip (total hip endoprosthesis) teps are the areas being treated that the condition is noticed. According to the staff, nothing has changed regarding handling of the product. There is no mention of a specific patient, there is no report of patient outcome.